Manufacturer narrative:
The onset of the patient's chronic chest infection captured in MFR#2916596-2022-10642. The patient had chronic anemia, and many admission dates for bleeding in the past is captured in MFR #2916596-2022-10641. Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 23aug2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 entitled ¿introduction¿ lists bleeding, renal dysfunction, infection, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU as well as in the "caring for the driveline exit site" section under "living with your heartmate ii". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced worsening chronic chest infection (first diagnosed on (B)(6) 2021), chronic dialysis, failure to thrive, and severe anemia that required frequent blood transfusions. The patient requested end of life/comfort care. The patient passed away due to gastrointestinal bleed and chronic illness while on hospice. The device operated as expected.